Event description:
It was reported that the ventilator started racing, then started going into constant disc sense alarms. It was also reported that the ventilator was not giving out any output pressure.

Manufacturer narrative:
Na